Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #(B)(4). Npi 8015 would not turn on, non supported part installed. (B)(6) had a pcu8015. It would not turn on even he has charged the battery over night. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. I recommended (B)(6) to send unit in for warranty repair. He had access to customer portal. But his account was locked. He will contact com directly to get rga number and correct the customer portal access issue.